Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 456 mg/dl on (B)(6) 2017. The customer treated their high blood glucose with the insulin pump. The customer states that they had returned from the hospital after a non-diabetes related surgery and were resuming pump therapy. The customer was calling for education on when to administer the remaining bolus they had programmed for the high blood glucose levels. Educational assistance was provided. Troubleshooting was not completed for the high blood glucose event. The insulin pump will not be returned for analysis.